Manufacturer narrative:
2/27/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The pt was referred back to the surgeon for removal of the chemotherapy port and portion of the catheter which had broken off prior to surgery.